Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that the phacoemulsification (phaco) handpiece was occluded, heated up and caused a corneal burn. At the very beginning of the sculpting phase of nucleus removal, emulsification and removal of nuclear material could not be accomplished. There was immediate occlusion and heat build-up resulting in a corneal burn. Upon removal of the handpiece from the eye, the handpiece was tested in balanced salt solution and not only remained occluded, but also seemed to have only intermittent ultrasonic function. The phaco tip was checked and found to be tight. The surgeon changed to an alternate handpiece and completed the case without further incident. Additional information has been received indicating that the system occlusion tone was heard. There was a wound gap and the incision required sutures for closure. The patient's current condition has yet to be determined.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The cassette and phaco handpiece were tested and functioned as intended. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The manufacturer internal reference number is: (B)(4).